Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical level 1 hotline fluid warmer was returned for analysis with the bottom right corner in the front cover broken. During analysis, tank was filled with water, temperature check was attached, plugged in line cord and turned on power switch. The reported event was duplicated during analysis. It was noted that the micro switch was damaged and was the cause of the reported issue. Service replaced the micro switch and block shelf and front cover to correct the reported issue. Service also preformed preventive maintenance. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received that the "interlock switch kept alarming" on a smiths medical level 1 hotline fluid warmer. No adverse patient effects were reported.